Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 72 mg/dl. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.